Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Examination of the device showed cracking at the tank cover. The testing of the device showed the fluid pump was faulty and the device leaked from the tank cover. The issue was determined caused by wear.

Event description:
It was reported the device was leaking from the fluid reservoir.